Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the saline was coming out of the patient during the procedure for postpartum hemorrhage. The balloon was deflated and then reinflated. At that time, a hole was noted in the balloon. The complaint device was removed and a new balloon of the same kind was used to complete the procedure without difficulty. There were no reported adverse effects to the patient as a result of the product problem.